Event description:
It was reported that stent dislodgement occurred. A 2.25x28mm promus premier¿ stent was selected to treat the lesion; however, the stent dislodged off of the balloon without dilation. No patient complications were reported.

Manufacturer narrative:
Device lot number corrected from 17407237 to 17143232. Device expiration date corrected from 12/12/2015 to 06/15/2015. Device manufactured date corrected from 10/29/2014 to 07/29/2014. Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was damaged and was severely stretched along its entire length. The complaint report has limited information available however; the analysis and the type of damage evident; it may be possible that the damage & stent detachment occurred during an attempt to withdraw the device under excessive resistance. The maximum crimped stent profile was measured which is below the max crimped stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found damage adjacent to the port bond. The outer section distal to the port bond shows sign of compression failure to the outer and the mid-shaft shows signs of stretching proximal to the port bond skive. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25x28mm promus premier¿ stent was selected to treat the lesion; however, the stent dislodged off of the balloon without dilation. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).